Manufacturer narrative:
Eval code = device not returned. Unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely caused by the mildly calcified leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the device was removed due to bioprosthetic aortic valve stenosis. Of note, the patient also had bioprosthetic mitral valve stenosis. Per the op report, this patient had aortic and mitral valve replacement for insufficiency in 2005. She has been doing well for the past several years until she underwent a recent cardiac catheterization, which demonstrated no critical coronary artery disease. Echocardiogram demonstrated severe mitral stenosis. It was felt that this should be replaced. The aortic valve (subject device) was mildly stenotic with slight increase gradients and thickening on the leaflets. Upon inspection, the aortic valve was mildly calcified on the leaflets. It did appear to open well. There was also mild insufficiency. Because of the calcification, it was felt that the valve would progress rather quickly as it was already 7 years old. Therefore, it was felt that it should be replaced as well. The device was replaced with another edwards bioprosthetic valve. The patient was in stable condition at the end of the procedure.